Manufacturer narrative:
Device powered up properly after battery installation. No missing segments or partial display noted. Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarm noted during testing. Device was received with scratched case, minor scratched lcd window, pillowing keypad overlay, and case cracked behind the insulin pump near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the display impairing the visibility. Also had no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.